Event description:
Per the re-call, low pressure leak test was asked to be validated. 20/20 of our pieces failed. We are currently working with ge on service and replacement. ====================== manufacturer response for tec 6 plus vaporizer, tec 6 vaporizer (per site reporter).====================== we are waiting for ge to repair/replace.